Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b6, d4, d9, h3, h4, h6, h11. The reported event could be confirmed since the affected device was returned for investigation. Based on a comprehensive investigation (explant analysis, device history record review, complaint database review, clinical signs), the most probable root cause is mechanical overstress due to neck size too long which explain the pain appearing at 3 months post-op or suboptimal bone preparation leading to bone impingement. Additionally, patient related factors such as heavy activity and external circumstances, such as potential trauma or bone regrowth leading to bone impingement could also contribute to the reported incident. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2024. Subsequently, on (B)(6) 2024 the patient mentioned experiencing a snagging sensation with the prosthesis; therefore, on (B)(6) 2025, a revision surgery was performed due to a fracture of the polyethylene head component.